Manufacturer narrative:
E1: patient city:(B)(6) patient country : united kingdom.

Event description:
Reference number (B)(4). Event occurred in united kingdom on (B)(6) 2024, it was reported that patient was hospitalized due to high blood glucose. Patient had increased heart rate. Patient had ketones. Patient's blood glucose at the time of event was 20mmol/l. Patient was treated with insulin injection via pen. Patient was hospitalized for 1 week. No further information available.